Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited an elective replacement past (erp) indicator. This indicator could not be cleared and it was further reported that the magnet rate was 85 ppm. The physician elected to explant the ipg.